Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was reported that the device was explanted after an implant duration of approximately (B)(6) months due to recurrent tricuspid valve endocarditis of the patient's prosthetic valve. Per the op report, the patient is a known substance abuser with a history of endocarditis. The patient has apparently been free from substance abuse for over one year. She developed acute cholecystitis and required antibiotic therapy in addition to cholecystectomy. Following surgery she began to take drugs again and developed recurrent tricuspid endocarditis. Cultures were positive for mrsa. Echo showed severe tricuspid regurgitation and multiple vegetations on the valve. Prolonged antibiotic therapy was unsuccessful and she was sent for redo tricuspid valve replacement. The operative findings confirm that the bioprosthesis was regurgitant and had significant amounts of vegetations of the leaflets along with purulent material. There was no perivalvular leak. The device was replaced with another edwards bioprosthetic valve. Tee revealed the new valve to be well seated with 0 amount of insufficiency. There were no operative complications. The health care provider has also indicated that the reason for explant was not related to a device malfunction.

Manufacturer narrative:
Vegetations. Device not returned. Late prosthetic valve endocarditis, occurring more than 60 days after surgery, is usually caused by an infection which occurs elsewhere in the body, and then seeds the valve. The most frequent causes are dental procedures, urological infections and interventions, and indwelling catheters. Edwards lifesciences has validated methods for sterilization of all devices which ensures product sterility. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. Unfortunately, the edwards device was not returned for analysis; therefore, the root cause of this event could not be confirmed. However, the health care provider indicated that there was no device malfunction. The op report also documents that the patient was a known substance abuser with cultures testing (B)(6) for (B)(6).